Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of batteries ((B)(4)) revealed that the devices failed to meet specifications. These batteries failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Analysis of batteries ((B)(4)) and controller ((B)(4)) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed battery ((B)(4)) and controller ((B)(4)) were involved in power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Also per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately nine months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.